Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-02018. It was reported the stimulation decreases by itself and is unable to be adjusted. Lead diagnostics indicated multiple impedances. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2018-02017. Reference manufacturer report number: 1627487-2019-08137.

Event description:
Reference manufacturer report number: 3006705815-2018-02017. Reference manufacturer report number: 1627487-2019-08137. Additional information received advised that one of the patient's leads were fractured. The patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and the leads were left in situ. The patient's anatomical constraints prevent further intervention at this time.